Event description:
Customer reported that he needed assistance with programming the insulin pump. The blood glucose reading was 56 mg/dl. Customer reported that the blood glucose was so low because the basal rates were too high and he treated with glucose tablets. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.